Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was large scratch on the screen of the customer's insulin pump. The customer's blood glucose was 170 mg/dl. She was having difficulty reading the screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.